Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement camera/scu shipped to site 10/05/2016. Medtronic investigation of returned suspect camera/scu finds that returned polaris spectra system control unit (scu) powered up with no faults. A check of the event log revealed a history of intermittent internal strobe errors. Internal strobe error - system fault code - electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 10/11/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that a site requested a replacement polaris spectra system control unit (scu) for their navigation system. The navigation system is used for a training lab. A medtronic representative found that the localizer timed out several times. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.